Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure), and its exhaled tidal volume (vte) levels were low. It was also reported that the device's breath rate was not as expected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels could not be duplicated or confirmed. Additionally, they were unable to duplicate or confirm any issues with the device's breath rate not being as expected. Proper device operation was observed through functional and performance testing. The cause of the reported issues could not be determined.